Manufacturer narrative:
(B) (4) - additional surgical procedure - (B) (4).

Event description:
The doctor reported that during a vitrectomy procedure, the vitrectomy cutter did not work properly and did not have any suction. The capsule was pushed backwards and the patient had to be transferred to a different facility for a posterior vitrectomy.